Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the guidewire could not hook onto the vessel wall, preventing proper use of the device. Manual compression was applied to achieve closure. There was no reported patient injury. The packaging was intact, and the device was opened and used according to the instructions for use (IFU) after the interventional procedure was completed. There was no visual damage to the indicator wire prior to use, and the indicator window remained unchanged during use. The indicator wire loop showed no damage upon removal. The operator was trained in the device, and the exoseal vascular closure device (vcd) was stored and prepared according to the IFU. A non-cordis sheath was used. Angiography confirmed suitability of the femoral artery, including proper insertion angle, and the vessel diameter was at least 5 mm. There was no visible calcium, plaque, tortuosity, nearby stent, or stenosis greater than 50% at the puncture site. The site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis with no identified french size catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the indicator wire. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to indicator guidewire not engaging reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color, and the guidewire could not hook onto the vessel wall, preventing proper use of the device. Manual compression was applied to achieve closure. There was no reported patient injury. The packaging was intact, and the device was opened and used according to the instructions for use (IFU) after the interventional procedure was completed. There was no visual damage to the indicator wire prior to use, and the indicator window remained unchanged during use. The indicator wire loop showed no damage upon removal. The operator was trained in the device, and the exoseal vascular closure device (vcd) was stored and prepared according to the IFU. A non-cordis sheath was used. Angiography confirmed suitability of the femoral artery, including proper insertion angle, and the vessel diameter was at least 5 mm. There was no visible calcium, plaque, tortuosity, nearby stent, or stenosis greater than 50% at the puncture site. The site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before vcd use. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.